Manufacturer narrative:
(B)(4). D4: batch # u93x30. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during a laparoscopic salpingo-oophorectomy and lysis of adhesions procedure, the ethicon ligasure device failed. Staff reported the jaws failed to open and close. There were no patient consequences reported.